Event description:
It was reported that the patient experienced breakthrough pain which required oral medication. The low battery alarm was noted for several months. Per the hcp: "discrepancy in aspirated and telemetry volumes. > 3.1 ratio between aspirated volume and telemetry". "For financial reasons patient elects to do nothing with pump. Elects to return to oral opioid therapy for now." The pump contained preservative-free morphine sulfate.

Manufacturer narrative:
.